Manufacturer narrative:
Alleged failure: cib michael, rep, issue: light source turned off and became yellow. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be that the main board might have a component issue causing the led module to be overworked. This issue is causing e2 errors and the light to shut off. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.